Event description:
Event description cpi received information that during follow-up testing, this mini ii implantable cardioverter defibrillator (ICD) could not peform an r-wave amplitude measurement, although lead impedance and thresholds are normal. The patient has very large r waves. Cpi also received information that the patient received an shock while perfoming the valsalva manuever. The physician elected to reprogram the duration of the ICD.